Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-05024. The patient had three leads. Two of the three leads were from the same lot. It was reported the patient's leads were explanted and replaced (with a single lead/different model) due to high impedance. Surgical intervention resolved the patient's issue.